Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion transbronchial biopsy procedure in the right middle lobe, the patient experienced a pneumothorax. A post-procedure chest x-ray identified the pneumothorax. The patient was admitted to the hospital for observation but was doing well and expected to go home 3 days later. Although the risk of pneumothorax was known, there were no abnormalities observed during the procedure. The patient did not require chest tube placement and was managed conservatively with air aspiration until the lung re-expanded. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.